Event description:
It was reported that a user experienced persistent hyperglycemia with a high blood glucose level of 400 mg/dl while using the ilet with subcutaneous insulin, with the device displaying high glucose alerts and concerns that the system was not delivering insulin despite multiple supply changes and site rotations. Symptoms included elevated blood glucose without reported physical symptoms. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included technical support-guided troubleshooting, review of use practices, confirmation of drops from the tubing during a priming check, reconnection to the ilet, review of meal and hypoglycemia management best practices, and recommendation for additional training with the user¿s trainer. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with possible confounders including recent ingestion of juice and lack of capillary blood glucose confirmation. It was concluded that a device malfunction could not be confirmed and user education and follow-up were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.